Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included multigravida and parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), autoimmune thyroid disorder ("type of autoimmune diagnosed : thyroid"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), the first episode of vaginal infection ("vaginal infection"), genital haemorrhage ("abnormal bleeding (general)"), the second episode of vaginal infection ("infection/(bladder/urinary tract/vaginal)"), cystitis ("infection/(bladder/urinary tract/vaginal)"), urinary tract infection ("infection/(bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), seizure ("seizures"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"), was found to have hormone level abnormal ("hormonal changes") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with bilate salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, autoimmune thyroid disorder, headache, fatigue, vaginal discharge, genital haemorrhage, hormone level abnormal, the last episode of vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, nausea, nervous system disorder, tooth disorder, seizure, vaginal haemorrhage, abdominal pain lower, back pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroid disorder, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: essure was inserted on or about 2012 and 2013. Autoimmune diagnosed: yes. Discrepancy noted as removal date :??-??-2008. Right ostia identified. 4-5 coils. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2010: two essure fallopian tubes embolization coils are seen in the pelvis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs and mr received. New events added: pregnancy, device ineffective, abnormal bleeding (general), hormonal changes, vaginal infection, bladder infection, urinary tract infection, apareunia, urinary tract disorder nos, bladder disorder nos, migraines / headaches, nausea, neurological disorder nos, dental problems, seizures, abnormal bleeding (vaginal), abdominal pain lower, back pain. Medical history, reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". The patient's medical history included multigravida and parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping"), dyspareunia ("dyspareunia painful sexual intercourse"), menorrhagia ("bleeding menorrhagia heavy menstrual bleeding"), autoimmune thyroid disorder ("type of autoimmune diagnosed : thyroid"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), the first episode of vaginal infection ("vaginal infection"), genital haemorrhage ("abnormal bleeding general"), the second episode of vaginal infection ("infection/ bladder/urinary tract/vaginal"), cystitis ("infection/ bladder/urinary tract/vaginal"), urinary tract infection ("infection/ bladder/urinary tract/vaginal"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), seizure ("seizures"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("abdominal pain lower") and back pain ("back pain"), was found to have hormone level abnormal ("hormonal changes") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with bilate salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, autoimmune thyroid disorder, headache, fatigue, vaginal discharge, genital haemorrhage, hormone level abnormal, the last episode of vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, nausea, nervous system disorder, tooth disorder, seizure, vaginal haemorrhage, abdominal pain lower, back pain and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroid disorder, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: essure was inserted on or about 2012 and 2013 autoimmune diagnosed: yes. Discrepancy noted as removal date :??-??-2008. Right ostia identified. 4-5 coils . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2010: two essure fallopian tubes embolization coils are seen in the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". And device monitoring procedure not performed, "plaintiff did not underwent for essure confirmation test". The patient's medical history included: multigravida and parity 4. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), autoimmune thyroid disorder ("type of autoimmune diagnosed: thyroid"), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"). The first episode of vaginal infection ("vaginal infection"), genital haemorrhage ("abnormal bleeding (general)"). The second episode of vaginal infection ("infection/(bladder/urinary tract/vaginal)"), cystitis ("infection/(bladder/urinary tract/vaginal)"), urinary tract infection ("infection/(bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/ headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), tooth disorder ("dental problems"), seizure ("seizures"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal pain lower ("abdominal pain lower"), back pain ("back pain") and device dislocation ("migration of essure device"). Was found to have hormone level abnormal ("hormonal changes"). And was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy with bilate salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, autoimmune thyroid disorder, headache, fatigue, vaginal discharge, genital haemorrhage, hormone level abnormal, the last episode of vaginal infection, cystitis, urinary tract infection, female sexual dysfunction, urinary tract disorder, bladder disorder, migraine, nausea, nervous system disorder, tooth disorder, seizure, vaginal haemorrhage, abdominal pain lower, back pain, pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown, whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, autoimmune thyroid disorder, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, pregnancy with contraceptive device, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, the first episode of vaginal infection and the second episode of vaginal infection to be related to essure. The reporter commented: essure was inserted on or about 2012 and 2013. Autoimmune diagnosed? Yes discrepancy noted, as removal date: ??-??-2008. Right ostia identified: 4-5 coils. Date(s) of removal: 2010 (discrepancy noted, per pif) . Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen: on (B)(6) 2010, two essure fallopian tubes embolization coils are seen in the pelvis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, ppf received: newly added events: device migration, reporter was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and autoimmune thyroid disorder ('type of autoimmune diagnosed: thyroid') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent for essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), autoimmune thyroid disorder (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge") and vaginal infection ("vaginal infection"). The patient was treated with surgery. Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, autoimmune thyroid disorder, headache, fatigue, vaginal discharge and vaginal infection outcome was unknown. The reporter considered abdominal pain, autoimmune thyroid disorder, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: essure was inserted on or about 2012 and 2013 autoimmune diagnosed: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Event injury nos deleted and new events pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding menorrhagia (heavy menstrual bleeding), type of autoimmune diagnosed: thyroid, headaches, fatigue, vaginal discharge, vaginal infection and plaintiff did not underwent for essure confirmation test added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.